Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures, the nozzle was flushed with air and water and there were no abnormalities in the reprocessing accessories. Regarding manual cleaning: the customer reported the endoscope was immersed in detergent solution and the air/water nozzle was flushed with air and water. The device was returned for evaluation. During examination, the reported issue was confirmed; foreign material was found in the air/water nozzle and the nozzle did not meet with flow rate specifications as a result. The composition of the foreign material was not confirmed. During functional testing the following issues were identified: the device's connector cover did not meet with electrical insulation specifications and the directional knobs both had minor play. Visual examination found the following issues: the device label was not properly affixed; the distal end was chipped and showed a burn mark; the objective lens area was chipped; the light guide lens had a crack; and the bending section cover adhesive was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device labeling was reviewed. The review identified a relevant section in the operation manual that allows the user to detect the issue in chapter 3- preparation and inspection. The device reprocessing manual also provides guidance on preventing the issue in chapter 5- reprocessing the endoscope. The customer¿s reported reprocessing information did not suggest deviation from the device¿s reprocessing manual. The source of foreign material and root cause was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when the evis exera iii colonovideoscope was being reprocessed, the customer found that the air/water nozzle was clogged and there was no air/water flow. No patient was involved.